Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was laying in bed. It was noted that during the stored treated episode there was oversensing of r-wave reduction and artifacts which triggered a fast profile on the device. The patient presented to the emergency room (ER) where further testing was performed including provocative maneuvers and x-rays which did not reveal any abnormalities. The sensing vector was reprogrammed to secondary at this time. The physician decided to further monitor the patient without intervention or extended hospitalization. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.